Event description:
It was reported that this right atrial (ra) lead had dislodged one day post implant confirmed by chest x-ray. The physician successfully repositioned the lead. Reported. The ra lead remains implanted and in service.